Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Hyphema. No known device problem. Evaluation results: visual inspection of the returned product found a light scratch on the optic. There are tears on the optic and plate haptic. Lens was returned in liquid. Conclusions - (no device failure): based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review: reportedly intraoperative lens removal was performed to address procedure complication ("eye was filled with blood") that have prevented proper iol placement. Incision was not enlarged for iol removal. The surgeon tried to implant anterior chamber lens but he was not successful. According to the report by a surgeon, the event was not related to the device but to the patient factor (anatomy issue). Anterior chamber lens was implanted on a different surgery date and patient was doing well. Bleeding within the eye (hemorrhage) is a potential problem during cataract surgery. This complication rarely occurs in phacoemulsification which requires only a small incision that is placed in the clear cornea, in front of the blood vessels, and no blood vessels are cut inside the eye. Hemorrhaging from the choroid in the back of the eye is a large bleed that results in extrusion of intraocular contents from the eye. The source of the bleeding is a ruptured, long or short, posterior ciliary artery. This type of bleeding is multifactorial and includes combination of procedure related factors (sudden decrease in intraocular pressure, coughing, vitreous loss, retrobulbar anaesthetic) and patient related factors (age, hypertension, diabetes mellitus, arteriosclerosis, glaucoma) and therefore is not device related in origin. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens into the patient's eye and removed during the same procedure. The physician was not able to check the placement of the lens because the eye began to fill with blood and decided to remove the lens. He was concerned for the patient's iris. The lens was removed with no incision enlargement. He attempted to implant an anterior chamber lens. The anterior chamber was inserted and also removed. On (B)(6) 2014, he was able to implant another anterior chamber lens. The physician stated this event was not lens related but due to the patient's anatomy. Patient had vascular conjunctiva. The patient is doing okay.